Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure the patient presented to the hospital due to upper extremity numbness and weakness. A magnetic resonance imaging procedure was performed, and a thrombus was discovered. The patient was admitted to the hospital and diagnosed with a cerebral vascular accident. The patient was being treated with lovenox, aspirin, and plavix. The patient is not experiencing any residual deficits as a result of this event. The physician plans to reimage the patient in three (3) months.